Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right atrial (ra) lead underwent an off-label configuration in which the right atrial lead was connected to the right ventricular port. The device subsequently exhibited inhibited left ventricular pacing followed by right ventricular pacing. Technical services confirmed this was expected behavior, as inhibition of left ventricular pacing triggers a right ventricular safety pace during lv-only pacing. The lead remains in service. No adverse patient effects were reported.